Event description:
It was reported that during the implant procedure, the doctor advanced the guide-wire through the lead and introduced both materials into patient's venous system. When removing the guide-wire doctor noticed a thread coming out from lead lumen and additionally doctor noticed bubble on the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the lead conductor was distorted (extrinsic) and the lead cable/coil conductor was distorted (extrinsic). The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.